Event description:
The following information was received from global pharmacovigilance (gpv): this is a spontaneous report by a baxter-employed nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2011, the patient experienced peritonitis and required hospitalization. On an unreported date, the patient began remedial therapy with fortum (1 gm, frequency not reported, ip), reflin (1 gm, frequency not reported, ip) and vancomycin (1 gm, frequency not reported, ip). The cause of the peritonitis was unknown. It was not reported if dianeal pd2 ultrabag therapy was ongoing or if the event of peritonitis had resolved. The nurse did not provide an assessment of causality for the event of peritonitis and the relationship with dianeal pd2 ultrabag therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.